Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the heavily calcified, concentric, moderately tortuous, 90% stenosed, de novo, distal circumflex artery with a vessel diameter of 2.5 mm and lesion length of 20 mm the balance guide wire was advanced to the target lesion through a non-abbott micro catheter; however, resistance was met in the middle of the lesion and the guide wire became stuck. The guide wire and micro catheter were removed together from the anatomy. A different guide wire was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.